Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation but it is unknown if they are available for return. (B)(4).

Event description:
The customer reported the compressor is very noisy and can hear friction inside the compressor with loud vibration and volume delivery is out of spec on the avea ventilator. The customer stated the unit was on a patient during use however, the customer removed ventilator with and placed on another ventilator with no patient harm.